Manufacturer narrative:
Visual inspection of the returned lens found both haptics bent, not meeting current standards. The delivery device was not returned. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. In the physician's opinion, the lens was received damaged. The physician did not provide any further details.

Event description:
The physician reports performing cataract surgery with attempted implantation of the li61se intraocular lens in the left eye using the ez-28 delivery device. During iol insertion, the physician noticed that the lens was torn. The initial incision was enlarged in order to remove the torn lens. A second iol was implanted successfully without complications. Reference MDR 1119279-2011-00008.